Event description:
During a procedure the subject device stretched on stent strut and snapped. Over 80% of the subject device was removed but 20% remained attached to the stent strut. No further action was taken. The patient was reported in good condition.